Manufacturer narrative:
One device was returned for repair. No previous repairs noted in the last 12 months. Unable to review the event log history due to defective printed wiring assembly (pwa) board. Reported issue was replicated through pump power up test. The cause of the reported issue was a defective pwa board. The reported issue was resolved by replacing the pwa board. Upon further investigation, found upstream occlusion (uso) seal was delaminated and the downstream occlusion (dso) seal was detached. Replaced the dso seal and uso seal. Device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that pump displayed errors 44510, 53756 and 1596. The issue occurred during testing and there was no patient involvement.